Manufacturer narrative:
(B)(6). Corrected data: device broke during insertion; device was not considered implanted/explanted; device was used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Catalog no. Mentioned in complaint form is just an estimation, as the screw broke from the head, the threaded part remained in the bone, and the head part is missing in the hospital. No information about patient condition received. (B)(4). Device is an instrument and is not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. (B)(4). Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that after drilling while inserting the screw, the screw broke from head. Threaded part remains inside the bone and only head left. Catalog no. Mentioned in complaint form is just an estimation as the screw broke from the head, threaded part remained in the bone, and the head part is missing in the hospital. No information about patient condition received. This complaint involves one part. This report is 1 of 1 for (B)(4).